Manufacturer narrative:
(B)(4); diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient experienced headache and fainted because of hypoglycemia. It was reported that when the patient fainted, the cgm was reading 110 mg/dl. The patient was taken to the hospital by a friend and received treatment with glucagon. When a fingerstick was taken the cgm reading was 110 mg/dl, and the blood glucose reading was 85 mg/dl. A different inaccuracy from the same event was a cgm reading of 170 mg/dl and a blood glucose reading of 290 mg/dl. The patient was discharged from the hospital after spending a bit less than 24 hours there. At the time of the report the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that fall within the c zone of the parkes error grid. No additional patient or event information is available.